Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for PMA/510k as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that a ¿scan again in 10 minutes¿ error message was received with the adc device and had experienced a symptom of sweating. The customer was provided oral glucose by a family member for treatment and no further information was reported. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that a ¿scan again in 10 minutes¿ error message was received with the adc device and had experienced a symptom of sweating. The customer was provided oral glucose by a family member for treatment and no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was successfully extracted from the returned sensor using approve software. Sensor low signal was observed. An extended investigation was performed. Visual inspection was performed on the returned sensor and no issue was observed. Data was successfully extracted. The returned sensor was de-cased and no issues were observed on the patch component. Data analysis was consistent with the removal of a properly applied and functioning sensor. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.